Manufacturer narrative:
Returned to manufacturer

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. Reportedly, the battery gauge depleted from 40% to 5% within 15 minutes. Subsequently, the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge jumped up to 100%. The customer's blood glucose was 210 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.